Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(4) 2021 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (2,000mcg/ml at 350mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient started experiencing symptoms the healthcare provider (hcp) described as withdrawal symptoms following their replacement surgery for normal battery depletion that occurred on (b)(6 2021. The patient reported feeling nauseous, having a headache, and experiencing significantly increased pain. It was unknown if there were external factors that contributed to the event. Diagnostics/troubleshooting that were performed included interrogating the pump and reading the logs, both which were normal. The hcp decided to do a catheter revision. It was found that the catheter appeared kinked at the proximal end of the collet. They cut the pump segment of the catheter off and revised it with a 8784. After connecting to the pump they were able to aspirate 1 cc from the catheter access port. The pump was programmed per the hcp's orders and the catheter was primed. The issue was resolved at the time of the report. The explanted catheter portion was discarded. The patient's weight and medical history were asked but unknown.